Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: the normal IV tubing was made or put together backwards. The whote cassette filter and green clamp that go into the pump were inverted. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample used with the packaging was returned by the facility for evaluation. The space pump assembly was inverted the space pump was not able to be placed onto the infusomat space pump. The reported defect was confirmed. As a result of this occurrence, an approved project was initiated to enhance the assembly process in to order to reduce occurrences of inverted space pumps during the manufacturing of this product. All applicable personnel involved in the assembly and inspection of this product will be trained to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.